Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. It was reported that there was no capture on the pace/sense portion of the right ventricular lead. A new lead is to be placed for pacing and sensing purposes. The high voltage portion will remain in use. No patient complications have been reported as a result of this event. Additional information was received from the patient reporting that the lead was fractured, and an existing, previously capped rv pacing lead was reused. No conclusion can be drawn capture, failure to lead(s), fracture of device remains activated.

Event description:
It was reported that there was no capture on the pace/sense portion of the right ventricular lead. A new lead is to be placed for pacing and sensing purposes. The high voltage portion will remain in use. No patient complications have been reported as a result of this event. Additional information was received from the patient reporting that the lead was fr\actured, and an existing, previously capped rv pacing lead was reused.